Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before autoclaving when the femur impactor was dismantled, particles came out from the pad and screws. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The examination of the device showed signs of nicks and gouges all over the poly pad and at some places on the metallic handle. Attempts were made to screw the poly pad and metallic handle together but the screws backed out. Thread fragments were coming out of the poly and threaded holes in the pad were stripped. The screw heads show signs of repeated use and are slightly stripped as well. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.